Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg). The cause of the high bg was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional. The customer declined further troubleshooting.